Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient's pump was explanted. The reason for the explant is currently unknown.

Manufacturer narrative:
Internal complaint number: complaint- (B)(4). Additional information was received concerning the pump explant.

Event description:
A health care professional reported that the patient was experiencing increased pain. After several attempts during the patient's refill appointment, the physician was unable to inquire the pump. The pump was explanted on (B)(6) 2017. Additionally, it was reported that the patient experienced a fall in february of 2017 and broke her arm.